Manufacturer narrative:
(B)(4). Eval, results: (death). Conclusion: (based on the info provided, no root cause can be determined).

Event description:
Pt underwent the index procedure with placement of one endeavor sprint 3mm x 15mm drug eluting stent to the proximal lad. Through a contact with a friend of the subject, the site discovered the subject had expired 5 days post index procedure. The pt was brought to the hospital in pulseless electrical activity (pea), with no spontaneous respiration, no pulse, and was unresponsive. A full code was performed without response. In the opinion of the investigator, the cardiac arrest was severe in intensity, possibly related to the drug, and possibly related and expected for the device.